Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer stated the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer reported the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Customer stated that the insulin pump buttons did not begin to work in less than 5 minutes without battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.